Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an interrogation done for a rhythm check. It appears that there is ventricular undersensing during a fast vt (ventricular tachycardia) episode on stored egms (electrograms)/episodes for the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.